Manufacturer narrative:
The curved bipolar dissector has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube approximately 0 inches from the distal tip. Some pieces of the main tube might be missing but are too small to be measured. The proximal clevis is dislodged as a result. Additionally, component adjacent to the instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the curved bipolar dissector had the tips bent. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.